Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s existing pacemaker system was extracted from their right side and a new cardiac resynchronization therapy defibrillator (crt-d) system was implanted on their left. Over the course of the next hour, the anesthesia team worked to extubate the patient. Cardiac activity ceased during that process. After two hours of attempting to revive the patient, they were pronounced dead. The cause of death is unclear. Follow up yielded no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.